Event description:
This is about a safety issue with the omnipod 5 insulin infusion pump. I would call it a bad design likely based upon cost. Diabetics for years go through a process of using a syringe to take insulin from a bottle and inject it in themselves. It becomes almost muscle memory. They do it on the order of 4-5 times a day. When switching to the omnipod the directions for filing the pump is to load a standard syringe with three days worth of insulin (covering both fast and slow acting uses) and inject it into the pump. The danger is in injecting yourself by accident based upon muscle memory or confusion instead of injecting the pump. A standard syringe should not be used for this to prevent this scenario. Just based on the muscle memory I feel for myself, I would not be surprised if this accident is happening. I have never accidentally done this and the instinct to inject myself is getting less and less the more I use the pump (I am a month in now). The danger is that taking three days of insulin in a single dose could lead to catastrophic outcomes. Diabetics can become confused both when their blood sugar is high/low and also as they become older. There is a simple fix for this. The device which moves the insulin from a bottle to the pump should be designed so that it is not injectable into a person. It surprises me that this was passed by the FDA and should be scrutinized.